Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had the " rubber stopper missing from one syringe", this could lead to a potential leakage. No serious injury or medical intervention reported.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had the " rubber stopper missing from one syringe", this could lead to a potential leakage. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 6mm syringe. Customer states that the rubber stopper was missing from one syringe. The returned syringe was examined and exhibited a missing stopper. No damage to the plunger rod was observed. A review of the device history record was completed for batch#: 7205936. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200708546, 200707952, 200708496, 200707760, 200707881, 200708296, 200707977] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: probable root cause for missing stopper: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: h.3. Device returned to manufacture: yes.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had the " rubber stopper missing from one syringe", this could lead to a potential leakage. No serious injury or medical intervention reported.